Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurement greater than 125 ohms. It was reported that the patient had been evaluated in the emergency room (ER) for appropriate therapy. It was stated that the physician would likely change the shocking vector to right ventricle to can since they know it can successfully convert the patient rhythm. The shock impedances for right ventricle to can was 57 to 77 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.